Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af). The episode was not isolated and therapy was exhausted. It was mentioned that the patient does cocaine twice a day. This device remains in service. Therapy delivery was inappropriate as this device is not intended to treat atrial arrhythmias. Boston scientific technical services (ts) suggested reprogramming options. Additional information from the field representative revealed that the device was reprogrammed. No additional adverse patient effects were reported.